Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Additional lot numbers: w3656037, w3680906, w3687432, w3689897, w3694925. Two (2) unknown lot numbers. Continued from section d.11. Olympus v endoscope, unknown model. Olympus endoscope, unknown model. Olympus tjf-160 vr duodenoscope. Boston scientific wallstent metal stent. Olympus data stack (mobile processing unit). Olympus electrosurgical generator, unknown model. Continued from section h.6. (B)(4). Of the ten (10) reported event, six (6) used devices were returned to cook endoscopy for evaluation. In addition, two (2) sealed, unused devices were returned. Our evaluation of three (3) of the returned devices confirmed that report of incorrect cutting wire orientation. Our evaluation was unable to confirm the reports of incorrect cutting wire orientation in the remaining five (5) devices. During the laboratory analysis, the sphincterotomes were advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). For the three (3) confirmed devices, the catheters exited the endoscope with the cutting wires facing in a range of 3 o'clock to 9 o'clock. The devices were then bowed and the cutting wires faced in a range of 2 o'clock to 7 o'clock. (Appropriate orientation is approximately 11:00 - 1:00 o'clock). For three (3) of the unconfirmed devices, the catheters exited the endoscope with the cutting wires facing in a range of 11 o'clock to 12 o'clock. The devices were then bowed and the cutting wires were all facing at 12 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). Two (2) of the devices were unable to be confirmed due to the condition of the returned devices. One (1) device was unable to be functionally tested due to a break in the cutting wire at the center cannula. Due to the break in the cutting wire, the distal tip of the sphincterotome will no longer respond to handle manipulation and therefore function testing for orientation could not be complete. Another device (1) was returned with the cutting wire securing component located near the distal end of the sphincterotome disconnected from the catheter. The cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. However, due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. Therefore, the handle will not respond to manipulation. The broken section is estimated to be 3mm in length and 0.5mm in diameter. The broken section was not included in the return. The device history record for the known lot numbers said to be involved was reviewed. A discrepancy or anomaly was not observed with the products that were released for distribution. Prior to functional testing, the sphincterotome catheters are subjected to a close visual examination at the distal end as they lay flat, and twisting of the tubing was not observed. A discrepancy or anomaly that could have contributed to these observations was not found during our laboratory analysis of the returned products. A definitive cause for these observations could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: note: do not apply manual pressure to tip or cutting wire of sphincterotome in an attempt to influence orientation, as this may result in damage to device. Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to "uncoil and straighten sphincterotome" upon removing the device from the packaging. The user is then instructed to "carefully remove precurved stylet from cannulating tip". The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the known lots said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided in one of the events, one of the devices was manually formed. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
This report summarizes ten malfunction events. A review of the events indicated that during separate endoscopic retrograde cholangiopancreatography (ercp) procedures, the physicians used cook fusion pre-loaded with acrobat wire guides. During the procedures, the users experienced incorrect cutting wire orientation. There were eight (8) patients involved. Of these patients, one (1) was reported to be a 70 year old male, and one (1) was reported to be female. Two (2) of the patients had pre-existing choledocolithiasis. One (1) patient had pre-existing adenocarcinoma of the head of the pancreas. There were no reported patient consequences. These reports were received from various sources on various dates.